Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a rsa revision case due to resorption/stability issues with their revive stem and perform reverse construct. The stem was swapped for a larger construct. There was no mechanical failures with them implant. The doctor blamed it on the patient condition.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a rsa revision case due to resorption/stability issues with their revive stem and perform reverse construct. The stem was swapped for a larger construct. There was no mechanical failures with them implant. The doctor blamed it on the patient condition.